Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 8..

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set fell off event on 26-dec-2025 during use. The infusion set was used for one day no further information available.